Event description:
It was reported that post paced t wave oversensing was observed immediately after the device implant. Programming changes were made to resolve the issue. Patient condition was fine after the event.